Manufacturer narrative:
The customer's complaint history was reviewed no additional related reports for this system. The territory manager (tm) was unable to confirm the reported issue when the system was tested. However, the pneumatics module did not pass a pressure test at system checkout so it was replaced. This is unrelated to the infusion pressure issue. A root cause for the reported system message is unk and cannot be determined because no sample was returned for eval and steps could not be taken to replicate the reported issue. Quality assurance will monitor related complaints and will take action for further occurrences as necessary. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event: "pressure loss in the eye" (intraocular pressure, delayed, uncontrolled). Product problem: "none reported" (no info). An engineer reported that there was a loss of pressure in an eye. No pt harm was reported.